Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "during the puncture process, the puncture sheath was found to be broken, and another catheter package was disassembled, and the puncture sheath was replaced to continue the puncture." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a catheter being placed inside the microintroducer. One side of the microintroducer t-handle appears to have detached in the process of splitting of the ptfe sheath. Use residue and biological material is observed on the sample in the photograph. Damage is observed on the sheath where the t-handle detached, but no details or distinguishing features of the damage can be discerned from the photograph that could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "during the puncture process, the puncture sheath was found to be broken, and another catheter package was disassembled, and the puncture sheath was replaced to continue the puncture". No other information was provided.